Event description:
It was reported by repair work order that the headend lift would not go down. It was further reported that nurse call was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the headend lift would not go down. It was further reported that nurse call was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation determined this event was previously reported in medwatch 0001831750-2013-01789.